Event description:
It was reported that the patient experienced stroke while in recovery. The patient passed away. During a pulse field ablation procedure, a versacross access solution was selected for use. A clot was ruled out prior to the procedure, by tee image performed. Transeptal puncture (tsp) was done using versacross rf wire to gain access to the left atrium, with no issues reported. Successful pulse field ablation done to all four pulmonary veins. The physician was completed without any issue from the physician. During post-procedure, while in recovery, the patient had a stroke, confirmed by a CT scan. On the day of the procedure, activated clotting time (act) was maintained above 300 seconds with heparin administered prior to the transseptal puncture. Left atrial dwell time was kept under 15 minutes. Pulmonary vein isolation (pvi) was performed exclusively, requiring a total of 48 applications. Following pvi, a cavotricuspid isthmus (cti) line was created using a radiofrequency (rf) catheter. The only additional catheter placed was in the coronary sinus. Post-procedure, the patient experienced difficulty awakening from anesthesia and was challenging to extubate. A CT scan followed by an MRI revealed multiple cerebral infarcts consistent with an embolic shower. The patient did not regain consciousness following general anesthesia. No treatment was administered beyond intracranial pressure (icp) relief, as the stroke involved multiple areas with associated mass effects. The patient has since been transitioned to comfort care, with no expectation of recovery. The physician was unable to determine the cause of the stroke. The tee was reviewed and thoroughly examined, showing no evidence of a left atrial appendage (laa) thrombus. It is highly unlikely that the cerebrovascular accident (cva) was due to a missed thrombus, as the infarcts were distributed throughout the brain. The patient passed away. The device is not expected to be returned for analysis (disposed).

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that the patient experienced stroke while in recovery. The patient passed away.during a pulse field ablation procedure, a versacross access solution was selected for use. A clot was ruled out prior to the procedure, by tee image performed. Transeptal puncture (tsp) was done using versacross rf wire to gain access to the left atrium, with no issues reported. Successful pulse field ablation done to all four pulmonary veins. The physician was completed without any issue from the physician. During post-procedure, while in recovery, the patient had a stroke, confirmed by a CT scan. On the day of the procedure, activated clotting time (act) was maintained above 300 seconds with heparin administered prior to the transseptal puncture. Left atrial dwell time was kept under 15 minutes. Pulmonary vein isolation (pvi) was performed exclusively, requiring a total of 48 applications. Following pvi, a cavotricuspid isthmus (cti) line was created using a radiofrequency (rf) catheter. The only additional catheter placed was in the coronary sinus. Post-procedure, the patient experienced difficulty awakening from anesthesia and was challenging to extubate. A CT scan followed by an MRI revealed multiple cerebral infarcts consistent with an embolic shower. The patient did not regain consciousness following general anesthesia. No treatment was administered beyond intracranial pressure (icp) relief, as the stroke involved multiple areas with associated mass effects. The patient has since been transitioned to comfort care, with no expectation of recovery. The physician was unable to determine the cause of the stroke. The tee was reviewed and thoroughly examined, showing no evidence of a left atrial appendage (laa) thrombus. It is highly unlikely that the cerebrovascular accident (cva) was due to a missed thrombus, as the infarcts were distributed throughout the brain. The patient passed away. The device is not expected to be returned for analysis (disposed).it was further reported that the date of death was on (B)(6) 2025.

Manufacturer narrative:
Additional information provided in b2: date of death section b. Adverse event/product prob.

Event description:
It was reported that the patient experienced stroke while in recovery. The patient passed away. During a pulse field ablation procedure, a versacross access solution was selected for use. A clot was ruled out prior to the procedure, by tee image performed. Transeptal puncture (tsp) was done using versacross rf wire to gain access to the left atrium, with no issues reported. Successful pulse field ablation done to all four pulmonary veins. The physician was completed without any issue from the physician. During post-procedure, while in recovery, the patient had a stroke, confirmed by a CT scan. On the day of the procedure, activated clotting time (act) was maintained above 300 seconds with heparin administered prior to the transseptal puncture. Left atrial dwell time was kept under 15 minutes. Pulmonary vein isolation (pvi) was performed exclusively, requiring a total of 48 applications. Following pvi, a cavotricuspid isthmus (cti) line was created using a radiofrequency (rf) catheter. The only additional catheter placed was in the coronary sinus. Post-procedure, the patient experienced difficulty awakening from anesthesia and was challenging to extubate. A CT scan followed by an MRI revealed multiple cerebral infarcts consistent with an embolic shower. The patient did not regain consciousness following general anesthesia. No treatment was administered beyond intracranial pressure (icp) relief, as the stroke involved multiple areas with associated mass effects. The patient has since been transitioned to comfort care, with no expectation of recovery. The physician was unable to determine the cause of the stroke. The tee was reviewed and thoroughly examined, showing no evidence of a left atrial appendage (laa) thrombus. It is highly unlikely that the cerebrovascular accident (cva) was due to a missed thrombus, as the infarcts were distributed throughout the brain. The patient passed away. The device is not expected to be returned for analysis (disposed).

Manufacturer narrative:
Correction to the initial MDR in block(s) in age at time of event (a2), in section a - patient information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.